Event description:
It was reported that the physician attempted to use a 6f celt acd to close a 6f arterial puncture. Upon ejection, it was noted that there was significant bleeding at the puncture site so manual compression was used to achieve hemostasis. Fluoroscopy showed the device embolized in the sfa. The physician decided to get contralateral access in the same setting and wired past the implant and used a short stent to pin the stent against the wall of the sfa. There was no further incident and no net bleeding complications.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaint files did not find any other complaints associated to the device lot number involved in this event. The device was not returned for examination. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum ltd.